Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Hm3 serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists potential adverse events, including infection, sepsis, multiple types of organ failure and dysfunction (including renal dysfunction), and death, that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following implant surgery on (B)(6) 2023 the patient recovered consciousness and was extubated; however, they began to experience a general cachexic status and developed renal dysfunction accompanied by decreased urine output and hyperkalemia. Continuous renal replacement therapy (crrt) was started on (B)(6) 2023 to control the patient¿s acute kidney injury (aki), and an intravenous (IV) catheter was also inserted which made the patient vulnerable to infection. The patient¿s condition initially stabilized but worsened again so crrt was continued, and the patient remained under observations. The patient ultimately expired on (B)(6) 2023 due to sepsis which resulted in septic shock and multi-system organ failure. It was suspected that the sepsis resulted from a catheter infection. The patient outcome was not considered device or therapy related, and the device reportedly operated as expected.

Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event. E1: initial reporter address line 1: (B)(6).

Event description:
It was reported that the patient was implanted on (B)(6) 2023 and after regaining consciousness post-operation, the patient was stable so they were extubated. The patient required continuous renal replacement therapy (crrt) because they had cachexia and renal dysfunction. Due to the insertion of the catheter the patient was vulnerable to infection. On (B)(6) 2023, the patent passed away due to multi-system organ failure, septic shock and sepsis that was suspected to have been caused by an infection from the catheter.